Event description:
Rn reported patient on althin-baxter system 1000 hemodialysis device removed more weight than intended. The "tmp" alarm sounded which indicated an issue with the ultrafiltration (uf) system. Additionally, the dialyzer started to clot and the heparin was administered. Healthcare professional (hcp) stated pt was cramping and the treatment was halted. The uf goal was 2.6 kg, the actual uf was 3.6 kg. The pt was administered 500 ml of normal saline. There was no hospitalization or injury associated with this incident per hcp.